Event description:
It was reported that there was a loss of motor and sensory response and high impedance greater than 4000 on all electrodes. It was noted that this was measured with increased default parameters. The reporter stated that they measured "on ok" before revision. It was noted that the test for motor response was "on ok" after the removal of the device, with direct stimulation on the lead, and there was no motor response. It was unclear what this meant. The lead was explanted and was broken into two pieces during removal. Patient symptoms included less than 50 percent therapy relief. The patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of the lead found that the conductor body was broken at or near tines. It was stated that all four conductors were broken 6.7 cm from the distal end. Two conductors were broken 6.5 from the distal end. Continuity was acceptable from connectors to break. Continuity from electrodes to break was not tested due to the returned condition of the distal segment. There were no shorts between circuits (dry). The outer insulation was torn apart and was pinched. The conductors were also stretched. There were suspected tool marks in the outer insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.